Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly; stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 10 mg/ml at a dose rate of 2.996 mg/day via an implantable pump for non-malignant pain and failed back syndrome. It was reported the patient called the clinic after hearing a beeping and had experienced an increase of pain. The clinic interrogated and saw a motor stall. A pump stall and recovery had occurred. The date of the event was unknown. The hcp decreased the dose in half and covered the patient with oral medications and scheduled a replacement. The pump was explanted and replaced. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown. The pump was noted as already have been received (pump had not yet been received at the time of this report). It was noted that the company representative had been notified of the event by the physician as they were going into the patient¿s room prior to surgery. The company representative had no further details. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the hydromorphone with concentration 10 mg/ml was being administered at a dose rate of 2.506 mg/day as of (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was returned to the manufacturer for analysis.